Manufacturer narrative:
Date of event is estimated. A patient experienced ineffective stimulation and pain at the ipg site was reported to abbott. It was determined one lead migrated and the other had ineffective therapy. As a result, the patient's ipg and leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01296, 1627487-2023-01295. It was reported the patient experienced pain located at the ipg site and ineffective therapy. Surgical intervention occurred where the ipg and leads were explanted.